Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had questionable results for three patient samples, one tested for trigl triglycerides and two tested for chol2 cholesterol gen.2 on a cobas integra 400 plus. Of the three samples, one had an erroneous chol2 result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The date of the event is not known. The sample initially resulted with a chol2 value of 318. The sample was repeated twice, resulting with chol2 values of 195 and 196. No units of measure were provided for the chol2 assay. The sample had been tested after the probe was replaced. No adverse events were alleged to have occurred with the patient. The chol2 reagent lot number and expiration date were asked for, but not provided. Precision studies were performed and all passed. A pipette throughput check was performed and passed.

Manufacturer narrative:
The date of the event has been confirmed as (B)(6) 2018. Calibration and controls for the triglycerides assay were acceptable. A general reagent issue could be ruled out based on calibration and control data.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.